Event description:
Additional information received reported that the patient was re-implanted with a device and was "doing well." It was noted that the patient's therapy was successful.

Event description:
It was reported that the patient's device was explanted due infection. Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID, 3093-33 lot# v675167, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).